Event description:
Customer reported sample misidentification when using a coulter lh 750 hematology analyzer. Sample ID (B)(4) was incorrectly read as (B)(4). The customer does not use the feature in the instrument that initiates "no match" errors. The misidentification was identified when the operator determined the test results were not in the laboratory info system (lis) for the sample that was tested. Erroneous results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The barcode symbology for the labels is codabar (9 characters), without check digit. The checksum feature of the instrument was disabled. The field service engineer replaced the visible light barcode reader. An example label was received for eval. The label was tested using the quick check 600/800 series bar code verifier. The sample labels failed specifications for reflectivity of media. Root cause was determined to be the failure to use checksum and poor quality barcode labels. Per labeling, beckman coulter strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.